Event description:
It was reported that a revision surgery was required due to infection.

Manufacturer narrative:
No gross wear was observed in the proximal articulating areas of the insert. Additionally, there was a gouge on the proximal edge of the insert which was likely due to explantation. Yellowing was observed on the proximal and distal surface in the loading region of the insert. The surface absorption of esterified fatty acids, specifically in the loaded areas of the polyethylene, during the term of implantation may lead to a yellow colored appearance of polyethylene. In conclusion, the yellow colored appearance of the insert most likely resulted from the adsorption of biological residue. No further action is being taken.